Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-mar-2018 with the following findings: during the investigation, the battery compartment was found to be cracked.

Event description:
The pump was returned for investigation. Investigation revealed a cracked/damaged battery compartment. This report is made based on the results of the investigation completed 05-mar-2018.